Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the k-wire could not be grasped. Per complaint reporter there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was not confirmed. The manufacturer evaluation revealed there were no issues found with the device.